Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continu-flo was found to have melted tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the tubing of the set had been sealed. The cause of the condition was determined to be a packaging issue during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.